Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Pneumonia is a well-known postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. The reason for postoperative pneumonia is typically due to aspiration of subglottic secretions containing bacteria. Once the bacteria enter the respiratory tract, they can replicate and advance into aspiration pneumonia. Patient that have known history of respiratory or lung diseases such as copd, asthma, or are immune suppressed are at increased risk for developing this complication. Pneumonia is a procedural related complication resulting from intubation during the procedure and is considered a hospital-acquired condition. As the complaint indicates, a postoperative complication of pneumonia developed, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00126, 0001822565-2023-00127.

Event description:
It was reported that a patient underwent a right unilateral knee arthroplasty and subsequently developed pneumonia requiring antibiotics approximately 10 days later. All components remain implanted. Attempts have been made and all available information has been provided.